Event description:
Health professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing. A microscopic analysis was performed which identified a sharp-edged opening and with non-penetrating nicks assessed as surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Stress marks. Based on the device analysis the final assessment is: a sharp-edged opening with non-penetrating nicks assessed as surgical impact, non-penetrating nicks, missing shell assessed as inconclusive.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.